Manufacturer narrative:
This report is for an unknown synthes dynamic hip system construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ovensen, o. Et al. (2006), the trochanteric gamma nail versus the dynamic hip screw: a prospective randomised study. One-year follow-up of 146 intertrochanteric fractures., hip international, vol. 16(4), pages 293-298 (denmark). The purpose of this prospective randomized study was to report whether the tgn could be used without an increased risk of femoral fractures or other complications and whether the tgn was a less invasive procedure, thus leading to a reduced blood loss and more rapid postoperative mobilization. Between april 2001 and october 2003, a total of 73 patients were treated with reduction and implant positioning using an unknown synthes dynamic hip screw (dhs). The use of a trochanteric stabilizing plate in combination with dhs was used in 2 cases. Follow-up was carried out after 4 and 12 months. The following complications were reported as follows: patient 4 had a refixation because of redislocation. This report is for an unknown synthes dynamic hip system construct. This is report 2 of 6 for (B)(4).